Manufacturer narrative:
(B)(4). Device available for evaluation: device received. Occupation: synthes mitek rep. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during an acl reconstruction with lateral meniscal repair procedure the correct steps were taken to introduce the implants from the customer's truespan peek 12 degree to the meniscus and deployed without issue. The needle exited the knee and the surgeon discarded the delivery gun. The surgeon then slid the tail of the truespan suture through the pusher/cutter and zip lined on the suture to the meniscus surface to tension the suture loops. When the surgeon applied the typical force used to tighten the sutures, the suture broke several millimeters from the meniscus surface in the joint space. The tail and loop were then reduced with scissors and shaver. This happened the second time except the surgeon did not use the pusher/cutter. The suture broke just the same as the first attempt. The peek bodies from each anchor remained in the knee behind the meniscus. The first loop of each anchor seemed to have secured the tear in the meniscus and the patient considered it repaired despite the suture breakage. There was no patient harm but a minute surgical delay to the case. The sales rep stated that surgeon is very familiar with truespan having used the frequently. The sales rep stated that the doctor has three more true spans from the same lot number and does no want to use them. The complaint devices are not being returned as they are implanted but three unused devices from the same lot number are being returned. This complaint is for one (1) truespan meniscal repair system peek 12 degree. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, it was implanted, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed and no non-conformances were identified for this part number (228151) with lot number (5l45052 ) combination per search performed on 11/18/2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a non-conformance search was performed and no non-conformances were identified for this part number (228151) with lot number (5l45052 ) combination per search performed on 11/18/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.